Event description:
It was reported that on (B)(6) 2022 a 32mm amplatzer septal occluder was chosen for procedure. During the procedure at deployment, the device presented with a cobra head deformation. The patient remained stable throughout the procedure. No additional information has been provided. (B)(6)

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
N/a.